Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2012. Revision of left shoulder components due to patient fall resulting in pain. Surgeon states event is definitely not related to devices and unlikely related to procedure. This event report was received through clinical data collection activities.